Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm, time clock anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the pump received motor error and it was makes unusual sounds during rewind occasionally. The customer reported that the time clock was slowly advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test. No unexpected low battery, battery out limit, failed battery test alarms, and reset/reboot anomaly or time anomaly noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomaly, motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked reservoir tube lip. (B)(4).